Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reverting back to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient the alleged issue began on (B)(6) 2012 at 2:34am. The patient stated that she manages her diabetes with the insulin pump and took more food and drink that whole day in response to the reported issue. About an hour and fifteen minutes after the alleged issue occurred, the patient claimed to have developed symptoms of "tiredness, frequent urination and thirst." The cca was informed by the patient that at 2:37pm that afternoon, she went to the emergency room (ER) and was administered with IV fluids in response to the symptoms. During the troubleshooting, the cca was able to walk the patient through resetting the options as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hyperglycemia and received medical treatment for an acute complication of diabetes after the alleged issue began.